Manufacturer narrative:
An investigation will be performed on all available information based on reporter's obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company's ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusion are not finalized at this stage partly because the device in question has not been returned for inspection. Resmed has requested the device be returned so that an investigation can be performed. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an astral 150 device expired. The patient's wife alleged the device's "apnea alarm" did not activate. It was reported that the patient was allegedly found with the device running and could not be revived.